Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronic assembly. Unable to performed functional testing due to blank display. The insulin pump had minor scratched lcd window, cracked case near the display window corners, cracked battery tube threads, cracked reservoir tube lip, reservoir tube cracked, missing end cap sticker and cracked lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump has fluid inside of the pump. Customer's blood glucose was 160 mg/dl at the time of incident. Troubleshooting found that the customer went into the swimming pool with the pump and the display screen went blank immediately after. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis. No further details given.